Manufacturer narrative:
If implanted, give date: not applicable as this is not an implantable device if explanted, give date: not applicable as this is not an implantable device evaluation: the cartridge was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the lot number is unknown; therefore the manufacturing records could not be reviewed. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during handling but prior to insertion, the side of the cartridge tip appeared shaved off. No patient contact was reported. The cartridge was discarded by the customer. No further information was provided.